Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
On (B)(6) 2013 patient's mother reported the infusion sets are leaking. Mother stated the patient notices the leak every 1-2 days and has been occurring for approximately 2 months. Mother reported the leak occurs at the site and the patient notices it when he feels wetness under the adhesive. Mother stated the alleged infusion sets have been discarded. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.

Manufacturer narrative:
Conclusion: the complaint cannot be verified. Result: since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. As the product has not been returned for investigation and the lot is not available, the complaint could not be replicated. Device was not returned.